Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced usm arm involved with this complaint for failure analysis. The usm arm was tested on an in-house system and failed in normal mode, error code 319 was produced. The system was further tested and failed additional testing identifying a defective parallelogram assembly.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted sigmoid colectomy surgical procedure, the patient side cart (psc) had error 319 on universal surgical manipulator (usm) 4. The customer had power cycled the system and used the emergency power off (epo), but the error persisted. The surgeon decided to continue the procedure with a three-usm setup. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information. The ports were already placed when the issue occurred. The surgeon ended up disabling the usm to continue with the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the error and replaced the universal surgical manipulator (usm) to resolve the problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Isi received the usm involved with the alleged issue to perform failure analysis.; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.